Event description:
It was reported that during a selenia dimensions procedure on (B)(6), the foot pedal on the left side of the gantry kept going and the c-arm did not stop moving. A field engineer examined the equipment and determined that the foot switch was stuck and the c-arm moves down after the switch was released. The left foot switch was replaced and the c-arm was working correctly. System passed all tests and meets the manufacturer´s specifications. No patient or staff injury reported. No other information is available.